Event description:
The dreamstation 2 advanced auto CPAP was returned to the manufacturer service center for evaluation. During evaluation, the service technician noted ui (user interface) panel discolored underneath from possible thermal event and possible thermal events across the back of the pca (printed circuit assembly) at q3. Iso (international organization for standardization) port had white dust-like contamination in it. Iso (international organization for standardization) port had potential mineral deposits in it indicating possible water ingress. Heater plate had white dust-like contamination on and under it. Potential mineral deposits on the heater plate. Inlet/outlet seal had white dust-like contamination on it. Potential mineral deposits on top of pca (printed circuit assembly) around u4 indicate possible water was on the pca. Potential corrosion on top of pca (printed circuit assembly) indicate possible water was on the pca. Potential mineral deposits inside of the blower motor indicate possible water ingress. Dust-like contamination on the blower motor. Dust-like contamination at the air inlet of the blower box. Potential mineral deposits inside of the blower box indicate possible water ingress. Dust-like contamination in the blower box. Dust-like contamination in the bottom enclosure. Dust-like contamination on the heater plate spring and on the bottom enclosure under the heater plate spring. The pil was unable to confirm the initially reported complaint of incorrect power supply message and unit smells hot. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.